Event description:
This atrial lead was noted to be undersensing and have an elevated threshold on (B)(6) 2012. It was reprogrammed to capture and the pt was admitted to hosp on (B)(6) 2012 for chf unrelated to lead. While hospitalized the decision was made to replace lead for optimal sensing and pacing.